Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. (B)(4): investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that the wire collet began smoking during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.

Event description:
It was reported that the wire collet began smoking during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
The reported event of smoke/heat was not duplicated; however, it was confirmed the associated handpiece had widespread corrosion that had affected its motor assembly which could have caused or contributed to the reported event. During the device inspection, the attachment had a corroded and scored driveshaft. The attachment is not a repairable device and will not be returned to the user facility.